Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. The calibration results were within range. The quality control after the event was out of range. After a liquid flow cleaning, the quality control was back in range. There were instrument alarms on the day of the event. Additional information for further investigation was requested but not provided.

Event description:
The customer alleged they received questionable dehydroepiandrosterone sulfate (dhea) results on their e-module. The customer indicated there were two patients involved in this event. The customer only provided data for one patient with a discrepant result. Information about the second patient was requested but not provided. The customer stated that in the morning of (B)(6) 2014, the quality control results were in the acceptable range. In the afternoon, the customer performed quality control and all the assays had results out of the acceptable range. On (B)(6) 2014, the customer performed a liquid flow cleaning. The customer then performed quality control and all the results were in the acceptable range. Between when quality control was run in the morning and the failed quality control in the afternoon of (B)(6) 2014, the customer measured 32 samples. The customer repeated some of the 32 samples tested between the quality control runs, and there was only one sample with a discrepant dhea result. The patient's initial dhea result was 28.6 ug/dl and it was reported outside the laboratory. On (B)(6) 2014, the repeat result was 17.03 ug/dl. There were no adverse events. The dhea reagent lot number was 172935. The expiration date was requested but not provided.